Manufacturer narrative:
The cadiere forceps instrument was returned for failure analysis and completed. It was found the instrument to have a completely broken distal clevis. The broken pieces were not returned, measuring roughly 0.27656" x 0.20054" in size. Components adjacent to the broken clevis do show damage. The grip assembly is completely broken and detached from the clevis. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci assisted gastrostomy while retracting the omentum there was bleeding noted. The small amount of bleeding was addressed with the harmonic ace instrument and there was not a need for a blood transfusion. It was discovered that the jaw of the cadiere forceps was broken and there was a sharp piece pressing against the tissue. Fragments of the instrument did fall into the patient but were said to all be removed with visual confirmation and the procedure was completed robotically.